Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of hospitalization. The customer mentioned that they had got to take off the insulin pump. The customer was unable to perform the carelink upload. The insulin pump will not be returned for analysis.